Manufacturer narrative:
This report is submitted on june 21, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted on (B)(6) 2012, due to the patient experiencing a post-operative infection. The patient was reimplanted with another cochlear device on (B)(6) 2017.